Event description:
The customer reported the system tube arm would not unlock a displayed error code before a case. The problem occurred with pt on the table and under anesthesia. The system worked after reboot and forcing the arm out. There was no injury to the pt.